Event description:
It was reported that the stent moved proximally post index procedure. The movement was "marginal" and was likely due to tension applied to allow fixation of the remaining guide wire in the internal carotid artery. The surgeon intended to apply no pressure, but did not want the remaining guide wire loose within the lumen.

Manufacturer narrative:
This MFR report is related to MFR report #'s 2939204-2008-00721 (transend guide wire) and 2939204-2008-00720 (neuroform stent).